Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator's display was blank; the ventilator was not turning on. There was no patient involvement at the time of the reported incident. Covidien/medtronic was not authorized to evaluate/repair the device. A third party service provider inspected the device and found that the unit was not turning on while on the alternating current (ac) power source. They replaced the power supply to resolve the issue. The ventilator was reported to be in working condition.